Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer attempted a bolus twice to bring down the blood glucose, and it didn't work, so she treated with a manual injection and changed the set. The blood glucose reading was 467 mg/dl. The customer declined troubleshooting.